Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing. The lead was capped and replaced. The implantable cardi overter defibrillator (ICD) was being replaced due to upgrade and it was noted that the lead could not easily be taken out of the connector, high pull force was necessary. The device was explanted and replaced. No patient complications have been reported as a result of this event.